Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime and system sensor test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that he has been experiencing low blood glucose of 69 mg/dl and wanted to troubleshoot the insulin pump. Customer does not recall any significant events leading to the low blood sugar except that he fell a few times and the pump landed on the ground. Troubleshooting found that the drive support cap was not recessed and stuck out. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.